Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, the mini guide wire in the corpac was fractured when taking it out of the package. There was no damage noted to the outer packaging. The wire was secure and loaded correctly. There were no other devices in the corpac that were found damaged. An unknown mini guide wire was received coiled inside a plastic bag. The mini guide wire presented one kink at 1 cm from the distal end. No other anomaly was observed in the returned device. Unit was reviewed under microscope at 40x of magnification, no fracture was noted in the gw, instead it was noted one coil damaged causing the kink. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. The reported failure by the customer as guide wire- fractured was not confirmed; however, a kink was found in the distal section. It is not possible to determine the time of the damage. The device did not present any obvious indications of manufacturing defect or anomalies that could have contributed to the events reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time.

Event description:
As reported, the end of an emerald wire ((B)(4)) in the corpac was fractured when taking it out of the package. There was no damage noted to the outer packaging. The wire was secure and loaded correctly. There was no other devices in the corpac that were found damaged.

Manufacturer narrative:
Additional information received states that the fractured mini guide wire was from the same cor-pac. The emerald wire does not have an issue. Additional information will be submitted within 30 days upon receipt.